Event description:
It was reported that a syringe not recognized with syringe plunger not in place alarm were observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were both intact. The investigation found in excellent condition. The pump event history showed a syringe plunger not in place in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated during power on pump and load syringe test. The issue was caused by q1 on the interconnect board being damaged. Two leads on q1 were pulled out of the solder joints causing the timing sensors not to detect flipper movement. The cause of the reported issue could not be determined. The interconnect board was glued down properly but, became dislodged causing the left timing plate to damage q1. The technician will replace the interconnect board. The cause of the issue is known, and design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken.